Manufacturer narrative:
The ventilator was investigated on site. No ventilator malfunction was found during examination and no parts were replaced. The ventilator passed all functional, safety and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. According to field service engineer, the service was unaware that servo-u includes a parameter called ie stress index and it has been confused with the parameter I:e inspiratory/expiratory time ratio. No logs were received. The root cause for the reported problem is use error.

Event description:
Manufacturer's ref.#:(B)(4).

Event description:
It was reported that the ventilator set I/e ratio did not correspond to the delivered by device. There was no patient harm. Manufacturer's ref. #: (B)(4).